Manufacturer narrative:
An olympus field service engineer was dispatched for an on site visit to evaluate and repair the suspect device. The fse determined the olympus equipment was functioning as intended and no problems were found. The cause of the reported problem was isolated to non-olympus equipment.

Event description:
A user facility reported a "no sync" message on the monitor. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4, h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred due to a failure in the image processing substrate and an error in the signal before it was input to the monitor.